Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient gone to the bathroom 3-4 times and patient had a fall on the friday before this report. It was also started that when she tried to adjust their patient programmer, they were unable to adjust the settings because they were unable to connect. Pat assisted patient with using their patient programmer to sync and settings was at program 2 at 2.0v and the therapy was on. No further complications were noted or anticipated.